Event description:
It was reported that a female patient underwent a revision of her hip in 2008 after complaining of pain and discomfort. It is further reported that the patient has had the original implants approximately 18-24 months (implanted early 2007). It is further reported that the patient was initially satisfied with the procedure, and the implants, however, after a total hip replacement on the right hip, the patient reported that the left hip caused pain, discomfort and a lack of function in comparison to the right hip. It is further reported that after viewing x-rays of the left hip, the surgeon reported observing that the spigot / trunnion of the stem had fractured. The customer further reported that after observing the explanted products that the stem has not fractured, but has eroded during the period of implantation. It is further reported that after inspecting the product codes of the implants, an alumina c-taper 36(0) mm head was implanted in conjunction with an accolade no 2 stem (30 mm x 127 degree neck).